Event description:
It was reported to boston scientific corporation that a lynx system was used during a sling placement procedure performed in 2009. According to the complainant, during the procedure the physician placed the device in the patient. The physician then went to vaginally, removed the tape and mesh, but left the sheath in the pt. The procedure was completed successfully with another lynx system. There were no pt complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a lynx system was used during a sling placement procedure performed on (B)(6), 2009 (patient age and weight are unknown). According to the complainant, during the procedure the physician placed the device in the patient. The physician then went in vaginally, removed the tape and mesh, but left the sheath in the patient. The procedure was completed successfully with another lynx system. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. Info was completed by the manufacturer based on info obtained from the complainant. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.